Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (alarm 19) during basal delivery. Customer's blood glucose level was 400 mg/dl. Customer changed the cartridge and insulin was resumed successfully.